Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2009, the pt reported air bubbles formed in the insulin cartridge of her infusion device 1-2 days after changing her cartridge. She stated, she does not currently have air bubbles in the cartridge but still experiences "lots of champagne air bubbles" in the cartridge a day or two after changing it. During troubleshooting, the pt stated, she inserts the cartridge into her device without first attaching the tubing and adjusting the piston rod. She was educated on the proper procedure for changing the cartridge. She stated, she is scheduled for additional training. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.